Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter had a power issue. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient. The patient tests her blood glucose 4 to 5 times a day. She manages her diabetes via novolog insulin 20 units and lantus insulin 80 units on a fixed scale. The patient stated that the reported issue began the day prior at around 7am. During that time, the patient reportedly noted that the subject meter would not turn on. The patient stated that she had the subject meter for only 2 months and had replaced the batteries. As a result of the reported issue, the patient reportedly took lss food and/drink. On the same day at around 1 pm, the patient reportedly started experiencing symptoms of "dry throat and dizziness." At around 5 pm, the patient reportedly was taken to the emergency room (ER) since when tested; she reportedly obtained a high reading on another meter (unknown meter and reading). The reading obtained on the emergency room meter is not known since the patient reportedly was not sure about the reading. The patient reportedly received IV fluids as treatment. At the time of troubleshooting, it was verified that this was not a new product. The patient was using the correct test strip and had replaced the battery per the owner's manual. The battery was checked, and it was correctly installed. However, the issue was not resolved when the power button was pressed or when the test strip was inserted all the way into the test strip port. The patient's products are being replaced. This complaint is being reported because the alleged issue was not resolved with troubleshooting. The patient claimed that she developed symptoms and received treatment likely for hyperglycemia after the alleged power issue began with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.